Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 3/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, during therapy, one of the supply bags fell and became disconnected from the supply line of the homechoice set. After receiving the error message, hp noted the disconnected bag, and reconnected it to the supply line of the homechoice set. Tsc assisted in ending therapy early and advised them to complete therapy manually. Per rn, no pt injury or medical intervention was associated with this incident.